Manufacturer narrative:
Unit had frozen screen problem isolated to motherboard and no horizontal lines or constant tone noted. No fading display noted when battery was removed.

Event description:
It was reported that the insulin pump had horizontal lines, and had a steady tone. It was stated that the battery was replaced and the screen began to slowly fade. The insulin pump will be replaced. Nothing further reported.